Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the patient came to medical office with mobility. When doctor unscrew for check up the implant was fractured and removed. It was also noticed bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite xp® implant (os4510), and associated screw were returned for investigation. There were no allegations against the reported screw. Therefore, this investigation was conducted only on the implant. Visual evaluation of the as returned implant identified that the upper part was fractured off. Additionally, there was bone residue around the external threads (damaged possibly during removal) due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported device had been placed on tooth # 26 (fdi) for approximately 11 years. X-ray or picture image was not provided. As a result, bone loss could not be verified. Document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Per the applicable IFU, it is stated that breakage of implant and loss of supporting bone may occur when device is loaded beyond its functional capability.DHR review for the lot (2009071078) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2009071078) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and events. Therefore, based on the available information, device malfunction did occur and the reported implant fracture was confirmed. However, bone loss could not be verified as the exact details of event and patient anatomical condition were non-verifiable.